Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) value was "high" (specific bg value was not provided). A correction bolus via the pump was delivered to address elevated bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.